Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far p-wave oversensing due to rv lead dislodgement was observed. The patient experienced inappropriated shock. The lead was repositioned on (B)(6) 2019. The patient was stable during and after the procedure.